Manufacturer narrative:
The reported event of calcification could not be confirmed. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however calcification is a known event associated with tissue heart valves.

Manufacturer narrative:
The reported event of calcification could not be confirmed. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however calcification is a known event associated with tissue heart valves.

Event description:
On (B)(6) 2014, an aortic valve replacement was performed due to aortic stenosis and a severely calcified valve and a 21 mm trifecta valve was implanted with a 26 mm supra coronary conduit to replace a dilated ascending aorta in the (B)(6) patient. An echo on (B)(6) 2014, showed no evidence of aortic regurgitation. An echocardiogram performed on 09 feb 2015 showed trace regurgitation and (B)(6) 2018 echo showed moderate aortic regurgitation. An echo on (B)(6) 2018, noted there was a small mobile structure visible on the ncc leading to highly eccentric aortic regurgitation jet which traversed from the ncc to the rcc. The jet was suggestive of perforation. The patient did not have any history of renal insufficiency. On (B)(6) 2018, a tavr procedure was performed due to structural valve deterioration secondary to calcification of the prosthesis. A 23 mm evolut r valve was implanted within the trifecta valve. The patient is reported to be recovering.

Event description:
On (B)(6) 2014, an aortic valve replacement was performed due to aortic stenosis and a 21 mm trifecta valve was implanted with a supra coronary conduit to replace a dilated ascending aorta in the (B)(6) patient. The patient did not have any history of renal insufficiency. On (B)(6) 2018, a tavr procedure was performed due to structural valve deterioration secondary to calcification of the prosthesis. A 23 mm evolut r valve was implanted within the trifecta valve. The patient is reported to be recovering. Additional information has been requested.